Event description:
It was reported the patient was unable to adjust stimulation and observed a ¿call your doctor icon.¿ it was further reported the patient experienced a power on reset (por) condition. It was noted the patient first observed the por five days prior to report. It was reported the patient was able to clear the por and turn their stimulation on at the time of report. It was noted the patient had started radiation treatments two weeks prior to report. Additional information reported the patient was having radiation every day and that the patient experienced another por condition six weeks prior to report. It was further reported the patient was experiencing a por condition every week to week and a half. It was noted the por condition was cleared at the time of follow-up. It was stated the patient was going to leave the por condition, but their physician told him to use his stimulation if it was needed. The patient was redirected to their healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3998, lot# v590202, implanted: (B)(6) 2011, product type: lead. (B)(4).